Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098870. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient developed redness, itchiness, burning, blistering, and scarring. She confirmed the scarring occurred with three reactions ((B)(6) 2020), one on the left-side and two on the right-side of the abdomen. The sensors would last approximately 4 days as they fell off due to drainage from the blisters under the sensor. Various barrier products were tried separately and in combination, and the combination of skin tac and hydro seal prior to inserting the sensor has been successful. The sensor(s) insertion sites varied between the abdomen, arms, and legs. No additional patient or event information is available.